Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made in response to the lead issues.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope. A remote transmission indicated high thresholds, possible non-capture and small r-waves. In addition, the atrial lead exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.